Event description:
It was reported to tyco healthcare/kendall that a customer had problem with cracked adapters on the maxid dialysis catheter. The physician was able to replace the adapters, rather than replacing the whole catheters. There were no adverse outcomes.